Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted the atrial lead was exhibiting over-sensing noise. Programming changes were performed but it was unsuccessful. On (B)(6) 2023 the lead was capped, and another atrial lead was implanted. The patient was in stable condition.